Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the cabinet was powered off. A technical support specialist (tss) guided the user to press the monitor power button, and the machine booted back up. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cabinet unit powered off following a power outage. However, there were no delays, adverse events or injuries reported based on this event.